Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The evaluation found foreign objects in the nozzle. Additional findings were as follows: the suction cylinder was scraped with a cleaning brush. There was nozzle clogging, deterioration; due to stress during cleaning. Insertion tube deterioration; due to cleaning, disinfection and sterilization (cds) handling issue. An irrigation error, the adhesive on bending section cover has a crack, the objective lens, right/left knob, up/down knob, lock engagement lever, free/engage knob, plastic distal end cover, image guide (fiber) bundle protector, scope connector cover, universal cord, control unit, and the grip all have scratches, the paint on air/water-cylinder was peeled, the suction-cylinder was shaved, the electrical connector had discoloration; due to water leakage. And due to clogging of nozzle; water removal ability does not meet the standard values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air/water flow issue. From the air/water flow system, during a diagnostic procedure. The device was inspected prior to use. The intended procedure was completed, but it is unknown if with the same device. It was noted, that there was a slight 5-minute delay to remove dirt from the lens of the device. The device was returned and evaluated. And foreign objects were found to be clogging the nozzle. This has been attributed to insufficient cleaning. The issue was found during estimation. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. It was stated, that the device was not soaked in cleaning fluid during reprocessing. However, there were abnormalities in the accessories used for reprocessing. There were no reports of patient harm or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system describes the following warning. <inspection of the endoscope>. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function>. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿. Olympus will continue to monitor field performance for this device.